Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient's ins quit working a year after they had it stating "I know why it quit working." The patient stated "when I went to sleep at night and rolled over on my back, it ran the whole time." The patient stated he noticed when he was awake and laid on his back the ins stayed on "so common sense told me it ran constantly and drained it down. Every morning the battery was dead." The patient stated now the ins "died, and it won't charge." The patient stated he was provided "the code to do a reset" stating "I tried twice and I was told if I do it twice it won't work anymore." The patient stated "my spine is messed up, I can't stay in one position for a four hours to reset it. The patient then asked if the device can be removed. The patient then stated when the ins was implanted it was "bulging out of the patient's skin. The patient stated "it bulges out of their skin and it hangs on the back of chairs when they stand up." The patient then noted "it hung up on the elevator door and snagged it." The patient stated they fell one day and it hung on the edge of the bed and it hurt so bad. The patient confirmed the bulging has been there since being implanted. No further complications were reported. No additional patient symptoms were reported.